Event description:
It was reported that following a deep brain stimulator (dbs) implant procedure, the patient experienced large perifocal electrode edema and apathy. The edema was diagnosed via computerized tomography. It was noted that there were no intra-operative challenges or complications during lead placement. The patient experienced an extended hospital stay and was administered cordisone. The patient status has improved and there is no further course of action.